Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported 4161 x-axis cup transfer z-axis home detection failure error.

Event description:
A customer reported ¿"4161 x-axis cup transfer z-axis home detection failure" error on the aia-2000 analyzer. A technical support specialist (tss) instructed the customer to check the waste container and chute, but no obstruction was observed. The error occurred when trying to remove the test cups through the operational panel. A tss instructed the customer to shutdown the instrument. The error persists when trying to remove test cups. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse ran a discard cups action and the x-axis picker failed. The fse replaced the cup transfer flat cable and performed adjustments to the x-axis cup transfer. The resolution was verified by running "get cup macro" and controls with passing results. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number: (B)(6) from install date on (B)(6) 2025 through aware date december 10, 2025. There were no similar complaints identified during the search period. A complaint history review and service history review for similar complaints was performed for 4161 x-axis cup transfer z-axis home detection failure error from install date on (B)(6) 2025 through aware date december 10, 2025. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4161] x-axis cup transfer z-axis home detection failure. Cause: the home sensor failed to activate after the x-axis cup transfer z-axis moved toward the home position. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to component failure of the cup transfer flat cable.